Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Three monopolar curved scissors (mcs) instruments failed to recognize when inserting on the patient side manipulator (psm). A "remove instrument and reinstall mcs tip" message appeared even though those instruments were used on psm3 before the issue. The psm 3 was replaced. The system was tested and verified as ready for use. Isi has not received the psm3 for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history identified no other complaints for this product. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image/video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to the mcs instruments engagement issue on arm 3. The procedure was converted to laparoscopic surgery with no report of patient injury. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) had engagement failure on the patient side manipulator (psm) 3. The customer replaced the mcs and the tip; however, the same issue persisted. The customer was advised to move the mcs to another arm and there was no engagement issue with another arm. The customer was able to install the mcs to the psm3 again. The procedure was continuing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer used the mcs normally, but a ¿remove instrument and reinstall mcs tip¿ message appeared when reinstalling the mcs after using another instrument. So, the customer progressed with another mcs , but same the issue occurred again. The customer then tried to use one more mcs, but it was not recognized also. There was not more mcs that was sterilized, so the customer converted the procedure to laparoscopic surgery. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed but did not replicate the reported failure ¿doa (d7) mcs engagement failure on psm3¿. The psm was tested on an in-house system and passed the normal mode without reporting any errors or engagement issue. No problem related to the reported event was detected. The psm was also tested on pftp and passed servo test, sine cycle, friction test, smoothness test, check display module, clutch button check, preload sensor check, sterile adapter (sa) plunger/engagement check, instrument sensor/engage spline check, brake spec, brake repeatability, high speed sweep friction, backlash test, and belt proof load test. As a precaution, the sterile adapter mount assembly and ssfm printed circuit assembly (pca) will be replaced and the motorpack assembly will be re-aligned to address the reported problem.